Event description:
It was reported that the customer could not inflate the cuff smoothly. They felt resistance through it when deflating it as well. No patient injury was reported.

Manufacturer narrative:
A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A review of the manufacturing process for was conducted by quality engineer in order to verify that there are no situations or practices that could create the event. No discrepancies were found. A product sample was received for evaluation; in used condition with its original open packaging. Visual and functional testing were performed. Visual inspection found no discrepancies. Functional testing found the cuff was inflated and deflated; there was no resistance. Based on the analysis, the complaint was not confirmed. The root cause of the issue could not be determined. This issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional investigative action will be taken. Operator of device: patient/consumer this remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).